Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device underwent delivery accuracy testing; pump was found to be delivering within published specification. The customer reported complaint was unable to be confirmed.

Event description:
Information was received that a smiths medical cadd legacy had failed testing -7.25 percent. Incident occured during testing; no patient involvement.